Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of emboli (thrombosis), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined based on the reported information, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the thrombus. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The patient was identified as high risk with a known history of clotting. The patient was given four months of anticoagulation treatment prior to the procedure. The steerable guiding catheter (sgc) was advanced, and then the clip delivery system (cds). Shortly after the cds passed to the right atrium, thrombus was seen on echocardiogram in both the left and the right atrium. The devices were removed, and thrombus was observed on the sgc. The procedure was aborted and the patient was immediately given anticoagulant therapy. No clips were implanted, and the mr remains 3-4. The patient was stable. There were no adverse patient sequelae reported. No additional information was provided.